Manufacturer narrative:
Correction to section b3. Date of event changed from (B)(6) 2020 to (B)(6) 2020. This field has been updated to reflect the correction. The abbott field service representative (fsr) was dispatched to troubleshoot the customer issue and determined that the wash cup(s) were clogged/obstructed on the architect c803474 and cleaned the wash cups to address the issue. There were no additional discrepant magnesium results reported on the c803474 after the wash cup was cleaned. The wash cup, reagent, part number 7-93132-02 was determined to be the likely cause for the issue. A review the service history for the architect c803474 revealed no additional occurrences of discrepant results, nor did it identify any additional service or complaint issues that may have contributed to this issue. A review of historical data did not identify any trends or issues associated with the wash cup, reagent, part number 7-93132-02 the monthly product monitoring review (pmr) scorecard for clinical chemistry systems was reviewed; the calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit. Additional review of the pmr found no systemic issues or trends for the issue associated erratic/discrepant results. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the wash cup, reagent or the architect c8000 analyzer.

Manufacturer narrative:
Patient identifier: multiple = (B)(6). All available patient information is included. No additional information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported discrepant magnesium results were generated for patients while processing on the architect c8000 analyzer. The following data was provided: s1= initial result 0.9 mg/dl and repeated on other instrument with a normal range result (no numerical value provided). S2= initial result 2.9 mg/dl, repeated result of 0.9 mg/dl; repeated on other instrument with a result of 0.9 mg/dl. Normal reference range (1.6 - 2.6) mg/dl. There was no reported impact to patient management.